Event description:
Questioning expiration date of quickvue at-home otc covid-19 test, lot f40239. The date of manufacture is (B)(6) 2021. The expiration date is 2023-11-01 (2 years). I have two boxes (2 tests each box) with this information. These were purchased late 2021 or early 2022. Did this product have two year expiration at that time? Are these test ok to use?